Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent shock impedances measurements greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.